Manufacturer narrative:
The company representative examined the system and found that settings above 500mw caused an "off condition" message. The company representative calibrated "doubling temperature". The system was then tested and met product specifications. There was no sample returned for evaluation and no additional information provided related to the event. The root cause has not been determined. (B)(4).

Event description:
A nurse reported a system message was received, during surgery, then the system stopped working. The staff attempted to troubleshoot the system three times but were unsuccessful. The surgeon decided to perform cryoretinopexy on the patient in order to complete the case. There was a 10 minute delay reported but there was no harm to the patient.